Manufacturer narrative:
H11: gundogan k, dave nj, griffith dp, zhao vm, mcnally ta, easley ka, haack ci, galloway jr, ziegler tr. Ethanol lock therapy markedly reduces catheter-related blood stream infections in adults requiring home parenteral nutrition: a retrospective study from a tertiary medical center. Jpen j parenter enteral nutr. 2020 may;44(4):661-667. Doi: 10.1002/jpen.1698. Epub 2019 aug 27. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported catheter malfunction as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1, d2, d4 (medical device catalog #), g3. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in the manuscript "hhs public access" of article titled, "ethanol lock therapy markedly reduces catheter related blood stream infections in adults requiring home parenteral nutrition: a retrospective study from a (B)(6)", that sometime post central line placement procedure by using hickman catheter to determine the incidence of catheter related blood stream infection, out of eighty seven patients, sixteen patients had catheter malfunction and one patient had damaged catheter. It was further reported that the malfunctioned catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
Gundogan k, dave nj, griffith dp, zhao vm, mcnally ta, easley ka, haack ci, galloway jr, ziegler tr. Ethanol lock therapy markedly reduces catheter-related blood stream infections in adults requiring home parenteral nutrition: a retrospective study from a tertiary medical center. Jpen j parenter enteral nutr. 2020 may;44(4):661-667. Doi: 10.1002/jpen.1698. Epub 2019 aug 27. Pmid: 31456260; pmcid: pmc7044040. H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device / patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in the manuscript "hhs public access" of article titled, "ethanol lock therapy markedly reduces catheter related blood stream infections in adults requiring home parenteral nutrition: a retrospective study from a tertiary medical center", that sometime post central line placement procedure by using hickman catheter to determine the incidence of catheter related blood stream infection, out of eighty seven patients, sixteen patients had catheter malfunction and one patient had damaged catheter. It was further reported that the malfunctioned catheter was replaced. There was no reported patient injury.